Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue resolved after the database was restored to a known working backup. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that before being able to bring the system into the room, the mobile view station (mvs) displayed an error stating "database corrupted", and the site also noticed that the image acquisition system (ias) stated "mvs error, reboot required". There was no patient present when this issue was identified.